Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During flushing test on the catheter before insertion, the user injected the solution using telmo 10ml syringe but the solution did not flow into the catheter. Therefore, a new unit was used.

Manufacturer narrative:
(B)(4). The customer reported the catheter would not flush. The customer returned one 10ml luer lock syringe, one snaplock adapter, and one epidural catheter. The returned components were received connected together ((B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears typical with no observed defects or anomalies. After functional testing, microscopic examination revealed the returned catheter does not have opened ports at the distal end as compared to a lab inventory catheter ((B)(4)). A manual flow test was performed using the returned components. A 20ml lab inventory syringe was connected to the returned snaplock adapter and returned catheter. Using hand pressure, the water was injected. No flow could be established out of the distal tip of the catheter. The test was repeated using the returned snaplock adapter with a lab inventory epidural catheter. Flow could be established to the distal tip of the catheter, indicating that there are no flow issues with the other remarks: returned snaplock adapter. An attempt was made to thread a lab inventory wire through the epidural catheter from the proximal end. The wire threaded completely through the catheter until it stopped at the closed tip distal end. Microscopic examination of the distal end of the returned catheter revealed there were no ports holes as compared to a similar lab inventory catheter. The reported complaint of the catheter not flushing was confirmed based on the sample received. The returned epidural catheter was found not to have open ports at the distal end. A device history record review was performed on the epidural catheter with no relevant findings. However, based on the information provided and the results of the investigation, the potential root cause of this complaint issue is manufacturing related. Nonconformance has been initiated to further investigate this complaint issue.

Event description:
During flushing test on the catheter before insertion, the user injected the solution using telmo 10ml syringe but the solution did not flow into the catheter. Therefore, a new unit was used.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. The potential cause of the catheter being occluded could not be determined based upon the information provided and without a sample.

Event description:
During flushing test on the catheter before insertion, the user injected the solution using telmo 10ml syringe but the solution did not flow into the catheter. Therefore, a new unit was used.